Event description:
It was reported that a user of the ilet bionic pancreas with dexcom g7 experienced sustained low blood glucose after announcing a larger-than-usual breakfast and subsequently treated the low with oral glucose; a prior overnight high was also observed and appeared overcorrected. Symptoms included hypoglycemia. Outcomes included the need for an unexpected medical intervention consisting of oral glucose. Investigation included communication with the user and analysis of information provided by the user, along with review of device data sync. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with relevance to the user interface and the meal announcement process. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.